Manufacturer narrative:
Continuation of d10: product ID 8578 , serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 07-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (14.4 mg at 7.20176 mg/day), fentanyl (2000 mcg at 1000.2442 mcg/day), and bupivacaine (6.6 mg at 3.30081 mg/day) via an implantable pump for unknown indications for use. It was reported that during pump replacement, evaluation of the catheter determined the presence of a 1 mm sized fracture to the catheter in the pump pocket, therefore they elected to replace the small segment of the pump tubing in the pump pocket.

Manufacturer narrative:
H3: the pump was returned and no significant anomalies were identified. The 8578 catheter was returned and analysis identified coring in the cup of the connector. The 8596sc catheter was instructed and analysis identified a hole in the catheter body. Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.